Event description:
The customer stated that the insulin pump was no longer able to deliver insulin. The customer stated that the lead screw stopped working. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.